Event description:
Technician alleged that the brakes do not lock, bed still moves when brakes are applied. No patient injuries reported.

Manufacturer narrative:
The technician replaced two brake caster wheels to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.